Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had a slow ventricular tachycardia (vt) that was eventually detected in the vt therapy zone. Anti-tachycardia pacing (atp) was appropriately delivered, however, accelerated the rhythm to ventricular fibrillation (vf). The device appropriately detected and delivered shock therapy to convert the rhythm. The patient experienced several additional episodes of vt, with some episodes being slow vt below the programmed therapy zone, and some where atp and shock therapy was delivered to convert the rhythm. Subsequent atp therapy did not accelerate the rhythm. Boston scientific technical services (ts) discussed the option of programming changes for optimization with the physician. This product remains implanted and in service. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.